Event description:
It was reported a leak was identified during use on the homechoice (hc). The caregiver (cg) stated the hc was at the connect yourself prompt and check patient line. The cg stated fluid was observed on the table but stated there was no fluid in the hc itself. The cg was unable to tell the source of the fluid. The technical service representative (tsr) advised the cg to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.